Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the prograsp forceps instrument was inspected prior to use with no issue. The instrument did not collide with any other instrument or tool during procedure. The surgeon did not perform port incision enlargement to remove the instrument. There was no fragment fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps (pf) instrument was analyzed and found to have a grip pin dislodged at the distal end. A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: the instruments grips pin is dislodged which is causing the grips to be misaligned.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the prograsp forceps (pf) pin was dislodged, and the pf jaws were misaligned. The site removed the pf instrument together with the cannula. The customer used a backup pf instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported.